Event description:
The hcp reported that methadone had been used in the pump and "suspects that it destroyed the pump and catheter." The patient symptoms were unk to the reporter. A roller study was done and reported as "failed" and also reported "gunk in catheter." The pump and catheter were explanted and replaced and returned to the maufacturer for analysis. A follow up report will be sent when addtional information is received.

Manufacturer narrative:
Device analysis not available at the time of this report. A follow up report will be sent when analysis is completed.